Manufacturer narrative:
Follow up report ref natus complaint# (B)(4). The customer reported no injuries but "multiple reports by multiple nurses that the cameras were extremely hot." They reported that this is an ongoing issue and have to replace electrical cords on a regular basis. Customer reported this was initial use of the device. Device was returned on august 2nd 2021 and is awaiting investigation.

Event description:
Nicview 2.0 us power supply kit - breaking cords could potentially pose a safety issue.

Manufacturer narrative:
Follow up 003 ref natus complaint# (B)(4). 3 complete power kits and 2 part kits were returned, and no nicview arms. Engineering investigated and reported 4 of the cables (028734) work and all nicview 2.0 power supply 5.4v 4.26a desktop external (030200) have broken micro-usbs. Closure rationale: investigation completed. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Nicview 2.0 us power supply kit - breaking cords. Could potentially pose a safety issue.

Manufacturer narrative:
Follow up 002 ref natus complaint# (B)(4). Investigation to be carried out on the returned affected part. Awaiting investigation results. Section d4., no unique identifier (UDI) provided as this is a non-medical device.

Manufacturer narrative:
Ref natus complaint# (B)(4). Nicview 2.0 us power supply kit breaking cords are a safety concern. The customer reported that the electrical cords are in the patients' bed spaces and close to the infants and reported them as a possible hazard. Further investigation to be carried out. Per (B)(4) rev g nicview 2.0 risk analysis spreadsheet (ras). Hazard ID 3.2 - patient comes in contact with live ac power cord in the crib. Effects (harm) - electrical shock to patient - tissue damage/burns or tissue death (necrosis). Residual risk= low and acceptable. The hazards identified have rba rating of low and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device.

Event description:
Nicview 2.0 us power supply kit - breaking cords could potentially pose a safety issue.